Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9373781 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9380215 sn: (B)(4). Mentor also became aware that the patient also experienced bilateral breast ptosis. Left side complication will be reported under mrn (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the device a rupture was noted in the posterior view measuring approximately 0.7 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 6664066 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 380cc mentor smooth round high profile saline breast prosthesis on the right breast, suffered deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.

Manufacturer narrative:
On june 22, 2020, the product investigation summary was updated: a additional information was received: the doctor pierced the implant with a scalpel in order to measure the residual fluid, which was less than 200 cc. The implant had originally almost twice that amount. During visual evaluation a tear was observed on the posterior view, measuring approximately 0.7 cm. Leak testing was performed, according to mentor procedure, and it did not reveal another tear or damage. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 6665634 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).